Manufacturer narrative:
Multiple good faith efforts (gfe) were performed to obtain further details regarding the reported event; however, no response was provided. No further details could be obtained, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received, a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "low leak co2 rebreathing risk" alarm. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "low leak co2 rebreathing risk" alarm. The device was evaluated by a biomedical engineer (biomed), and it was reported that the issue was duplicated using a 0.25 test adapter. The exhalation port was checked, and no obstructions were found. The air inlet filter was also inspected and was fairly clean. The rse informed the customer that the issue could be from either the flow sensor assembly or gas delivery system (gds). The rse also discussed air inlet filter management. The customer was provided with the part numbers for the replacement flow sensor assembly and gds.